Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had fallen for reasons unrelated to the device. In (B)(6) 2018, the right atrial lead exhibited high impedance, loss of capture, and loss of sensing, and lead fracture was suspected. During a routine pulse generator changeout procedure on (B)(6) 2018, the lead was capped and replaced. The patient was stable before, during, and after the procedure.